Manufacturer narrative:
Please note that b5 was updated to include relevant event date information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having poor communication and did not feel stimulation. The patient had last successfully charged their device two weeks ago. It was reported that the patient had to start charging more frequently since the ins battery was not holding a charge within the last 3 months. On 2018 (B)(6) the patient programmer (pp) was not able to communicate with the ins and had a ¿poor communication¿ screen and there was also a reposition antenna icon on the ins recharger (insr). The patient was redirected to follow up with their healthcare provider (hcp). Additional information was received from the manufacture representative (rep) via the hcp on 2018 (B)(6) . There was an overdischarge. The rep stated that beginning 2018 (B)(6) the patient could not recharge their device or communicate with the controller. There were no known environmental/external/patient factors that may have led or contributed to the issue. The rep performed a trickle charge which resolved the situation. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having poor communication and did not feel stimulation. The patient had last successfully charged their device two weeks ago. It was reported that the patient had to start charging more frequently since the ins battery was not holding a charge. The patient programmer (pp) was not able to communicate with the ins and had a ¿poor communication¿ screen. There was also a reposition antenna icon on the ins recharger (insr). The patient was redirected to follow up with their healthcare provider (hcp). No further complications are anticipated.